Event description:
It was reported that patient's pacemaker diagnostics displayed an unusually high heart rate average. After further review, it was noted that the high rate noted was not recorded on the device records. No intervention was performed, and device will further be monitored. There were no patient consequences.